Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient¿s first implantable neurostimulator (ins) died prematurely. It was stated ¿a section of it just wouldn¿t work.¿ it was noticed it wasn¿t working properly in 2013. The ins was replaced on (B)(6) 2014. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth.